Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving morphine (dosage/concentration not available) via an im plantable pump. The indication for use was failed back surgery syndrome. It was reported that to obtain device information as the patient needs an magnetic resonance imaging (MRI) for an upcoming back surgery. The patient stated when the healthcare provider (hcp) implanted the pump, "it took 3 surgeries and none of them worked". The patient stated the pump was implanted for scar tissue in patient's right leg causing nerve damage. The patient stated the pump "never seemed to work" and stated "the tube kept falling out and medtronic kept yelling at me that it was my fault", so pump remained implanted but not in use. The patient mentioned they had "two other surgeries and now I need another one and they won't touch me without an ID card". (See also non-sr rtg0362960).

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.